Event description:
The following has been reported: biomed reported:sn: (B)(6). Issue: kept saying it was going, but nothing was moving in line, never infused to empty. Pump read 0, but there was fluid still in the bag. There was no patient harm or involvement. There are no logs to download for this pump issue was reported to trimedx via work order on (B)(6) 2026 at 12:48pm. A preliminary review identified the following issue: underdose; no ae unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.